Manufacturer narrative:
Method: actual device not evaluated; result: no results available since no evaluation performed. Asp investigation summary: several attempts to obtain additional information on the device and event were made without a response received. Therefore, the investigation was limited: DHR review was not performed as the lot number was unavailable. Retains testing was unable to be performed as the lot number was not available. A visual analysis was unable to be performed as the suspect biological indicator (bi) was not returned. Trending by lot number was not performed as the lot number was not available. Trending by product malfunction code (pmc) ¿suspect positive bi¿ from 8/2015 to 2/2015 revealed trending exceeded and is being investigated in a CAPA. The system risk analysis (sra) indicated the risk associated is low with exposure to biohazardous, pathogenic or infectious material as "limited." There is insufficient information to determine an assignable cause for the event. Sterrad® performance issue is unlikely to have contributed to the event as the cycle passed. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous bi result was negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.